Manufacturer narrative:
The thermogard ivtm system sn (B)(4) was evaluated at customer site. The reported complaint that the thermogard ivtm system displayed "mid:09" (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to the liquid found on the pca board of the air trap sensor block. There was no report of a leaking start-up kit (suk) from the customer. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the preliminary functional test due to mid:09 (air trap assembly) error message, thus confirming the reported complaint. The root cause of the mid:09 error was due to a defective air trap sensor block. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard ivtm system (sn (B)(4)) displayed "mid:09" (air trap assembly) error message during power on self test (post). The customer cleaned and dried the sensor but issue persisted. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.